Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 failure to follow steps / instructions.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and heavily tortuous lesion in the left internal carotid artery. A 6.0x150mm absolute pro ll self-expanding stent system (sess) was advanced to the lesion with no noted issues over a 0.018 unknown guide wire; however, during deployment the stent could only be released halfway due to a mechanical jam with the thumbwheel. The sess was removed and a new same sized stent was used to complete the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a query of the complaint handling database for the reported lot revealed there is an indication of a lot level product quality issue. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
The return analysis revealed that the stent struts had broken struts, and a partial separation was noted at the outer member-stent sheath bond area. The account confirmed the correct device was returned and noted that the noted broken struts and partial separation occurred during handling post procedure no additional information was provided.